Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured while being impacted during a knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and a fracture on the anterior side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. The root cause is considered to be misuse as the surgeon impacted the tasp. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.